Event description:
It was reported that device entrapment occurred. The opticross hd imaging catheter was advanced over a non-boston scientific guidewire for ultrasound examination of the target lesion. During withdrawal, the catheter became stuck with the guidewire and both devices had to be removed together. No visual damage was noted. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
The complaint device was received for product analysis. Visual inspection did not reveal any damage. Microscope inspection revealed that there was damage on guidewire exit port assembly. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
It was reported that device entrapment occurred. The opticross hd imaging catheter was advanced over a non-boston scientific guidewire for ultrasound examination of the target lesion. During withdrawal, the catheter became stuck with the guidewire and both devices had to be removed together. No visual damage was noted. The procedure was completed with another of the same device. There was no patient injury.